Event description:
The device is not PMA approved.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, g4.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. Device status is unknown.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Based on the device analysis grid, the assessments of the complaint are: rupture: no observed rupture on the device. Additional observations: deformation device observed on the device. No further actions are required as the device was implanted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.